Event description:
The customer used the device to check their blood glucose and obtained a result of 138 mg/dl. Their doctor advised pt to take 22 units of insulin. Pt thought 22 units was too much and only took 20 units of the 75/25. They passed out about twenty minutes later while eating dinner. Emergency medical technicians were called and they checked pt's glucose on their equipment and the level was 28 mg/dl. Pt was treated with an IV, orange juice and glucose tabs. They were taken to the hospital and their glucose was 90 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.